Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the infusion site came off due to poor adhesion event on 04 apr 2026. The patient also experienced hyperglycemia and dizziness as symptoms of diabetic ketoacidosis and they preferred to use a short acting insulin injection as backup therapy to bring the patient blood glucose back to range before reconnecting the infusion set.